Event description:
Pin broke off in patient when removing from tibia. Was used as a navigation pin. It broke at first thread. It was unable to be retrieved and has been left in the patient. Pin was discarded in the bin prior to gaining the serial number. These pins are re-used.

Event description:
Pin broke off in patient when removing from tibia. Was used as a navigation pin. Pin broke at first thread. It was unable to be retrieved. Pin was discarded in the bin prior to me gaining the serial number. These pins are re-used. Updates 7/19/2016: piece of broken part has been left in the patient. No planned revision at this stage.